Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Pullback was initiated; however, the system displayed an overload error message and the pullback was unable to be performed. The procedure was completed with a different device. No patient complications were reported.